Event description:
It was reported that on (B)(6) 2020 that the patient was treated for a fall from horseback. The fracture of the distal 1/3 tibial spiral with comminuted fracture of the distal left peroneal was closed with ankle wrist boxes n°1- ao 3,5 at - lcp 3,5 1/3 tube plate not traced. During the post-operative consultation late sepsis with staphylococcus aureus on osteosynthesis material in the left leg with two (2) internal and external fistulas was discovered.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - plates: lcp t-plate/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the 3rd tub plate was infected sterile steel on perone post-operatively. There was no procedure information provided. The patient outcome was unknown. This complaint involves an unknown number of devices. Related complaints: (B)(4). This report is for (1) unk - plates: lcp t-plate. This report is 1 of 2 (B)(4).

Event description:
It was reported that, the patient implanted with third tubular plate had a post-operative infection. No further information has been provided.